Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the transduodenal to treat pancreatic cancer during a endoscopic ultrasound (eus) choledochoduodenoscopy procedure performed on (B)(6) 2026. During the procedure, upon attempting to deploy the first flange of the axios in the target site, it did not fully deploy. The physician described it as if the sheath was too long or had not retracted properly and was still holding the flange. The doctor tried changing the position of the duodenoscope and also moved the instrument, but nothing worked. The doctor decided to insert a .025" guidewire into the bile ducts via the hot axios channel and decided to withdraw the entire instrument into the duodenum. Only in the duodenum did the distal bell unfold. The entire set was removed from the patient; a biliary dilation catheter was placed over the guidewire. The procedure was completed by placing a different non-bsc device. There were no patient complications reported as a result of this event as the patient fully recovered. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) choledochoduodenoscopy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between common bile duct and duodenum, during a choledochoduodenoscopy to treat pancreatic cancer.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a0510 captures the reportable event of sheath difficult to retract.